Event description:
The customer reported that the device did not recognize invasive blood pressure cable. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.